Event description:
The date of event is unk. Unk if the product was at a pt at the time of the event. Customer reported unspecified problems with this set model, in particular with leaking at the roller clamp. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Pt info requested and all available info is included.